Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small fell out (dislodged), when prn was inserted into this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small inside the left atrium (la). Air was removed and the sheath was immediately replaced and the issue was resolved. The procedure was successfully completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. There was valve dislodgement. The sheath was being used on the patient. It was not reported that air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. According to the information received, it was reported hemostatic valve of vizigo sheath was fallout. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. That was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small fell out (dislodged), when prn was inserted into this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small inside the left atrium (la). Air was removed and the sheath was immediately replaced and the issue was resolved. The procedure was successfully completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. There was valve dislodgement. The sheath was being used on the patient. It was not reported that air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. The event was assessed as a MDR reportable hemostatic valve separation issue.